Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that the patient saw an elective replacement indicator light 2 weeks prior to the report. At that time, the patient was educated on what the elective replacement indicator message was and how to bypass it. The patient stated that she was told the battery was dead. The patient was able to bypass the message, and then later recharged, but the implantable neurostimulator battery did not advance past 50% after 2 hours. The patient had 8 coupling boxes darkened, and there were not any setting changes. After a time, it would go off and show elective replacement indicator again and the patient would start another charge session. It was recommended to the patient that she charge the implantable neurostimulator further, monitor the recharge session, and follow up with the health care provider if the issue persists. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.